Event description:
The consumer reported that the patient was sick, had diarrhea, and was throwing up on the night of (B)(6) 2016. The patient's legs gave out on (B)(6) 2016 and it lasted a minute or 2. The patient turned off stimulation because they thought it was related. The patient had it off since then. The indications for use for this patient were fecal incontinence and gastrointestinal/pelvic floor.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that the patient's managing health care provider (hcp) was notified about the vomiting, diarrhea, and legs giving out and they didn't know why it happened. The patient would have an appointment with their hcp and the manufacturer representative on (B)(6) 2016. The vomiting and diarrhea was one time only. The step taken to resolve the legs giving out was that the patient waited 1 or 2 minutes and regained the use of their legs.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.